Event description:
The customer reported to olympus, a e315(scope communication error) was reported on the video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a e315(scope communication error). The e315 error code occurred when the cv-170 was being used with a otv-s7proh-hd-l08e. The user manuals for the two products do not indicate that these products are compatible to be used together. Tac instructed the customer to troubleshoot the unit by connecting a different scope/camera or trying this otv-s7proh-hd-l08e on a different unit. Tac worked with the customer to resolve an issue with printing images with the cv-170 and up-25md. The problem with printing images was able to be resolved over the phone. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the customer connected the incompatible scope with the device without knowing. Olympus will continue to monitor the field performance of this device.